Event description:
The customer reported that the unit will arc and then live screen turns black. This would result in loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.